Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal of a tampon she found a blue and white cardboard-like object stuck to the tampon pledget. She alleged that a day or two later she began to experience a vaginal irritation with sensitive and sore bumps. She reported her symptoms to her healthcare provider and scheduled an appointment. She was concerned pieces of the object are still inside her vaginal cavity.